Event description:
The customer called to report high blood glucose levels for today. The customer's most recent blood glucose reading was 250 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to verify the occlusion test due to the prime anomaly.